Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the b5 section, to update section h3, and to provide the completed investigation results. Results - 3211 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon dimensionally testing of the returned sample. One 6fr angio-seal evolution device was received for product evaluation. The hemosheath and arteriotomy locator were returned along with the header bag. No other accessory components were returned. Visual inspection revealed that the locator was severely kinked at the blood inlet hole. There were no damage or deformation noted on the hemosheath. No other visual anomalies were noted. For the outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.115"which was within the specification of 0.114" +/-0.005". All measurements were within the manufacturer specification. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that excessive off axis maneuvering or attempted to be inserted into the sheath hub valve without holding the tip of the locator led to the kinking of the locator. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 10july2020: it was the dilator on the locator that was kinked. The locator got kinked upon attempted insertion.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that angio-seal evolution sheath kinked upon insertion of the device. The groin shot was not taken prior. The patient was heavily scarred. The case was a left heart catheterization (lhc). Manual pressure was held. The patient was in stable condition. The procedure outcome was completed successfully manual pressure held. There was no patient injury/medical or surgical intervention. There was no other devices or equipment used with the reported product. Additional information was received on 08june2020: the sheath size used was a 6fr. There was difficulties with arterial access, due to scarring.